Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating glucose levels, including a low of 68 mg/dl and a high reading, in the context of multiple meal announcements on certain days that contributed to postprandial hyperglycemia; the device alerted for high and low glucose, and the user used oral carbohydrates for the low and the corrective algorithm for the high, with elevated glucose lasting approximately 2 to 3 hours. Symptoms included no reported hypoglycemia or hyperglycemia symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device reports and meal announcement history, user education on proper meal announcing, and scheduling of additional training. Investigation of this case revealed that duplicate meal announcements occurred, which can lead to excessive insulin dosing for meals and subsequent glycemic variability, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique and use error related to meal announcements were the most likely causes.